Event description:
It was reported that the patient has been having bradycardia before seizures for the past few days and the mother of the patient is concerned that the vns stimulation is causing it. She noted that the patient used to have ictal tachycardia and does not know why the bradycardia is occurring. No additional relevant information has been received to date.